Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 12-oct-2022, additional information was received. The information indicated that the reported event did not result in any patient consequence or injury. The procedure was a combined captive (continuous aspiration prior to intracranial vascular embolectomy), not adapt (a direct aspiration first pass technique). There was no break in the device integrity at the site of the defect. There was no report that the complaint device became separated. There was no resistance reported when the device was advanced or withdrawn. There was no prolongation of the procedure due to the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-oct-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported during a thrombectomy procedure targeting an occlusion at the internal carotid (ic) top. The complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30729956) and a 6.5mm x 45mm embotrap iii revascularization device (et309645) were used together. The embotrap iii was deployed and the complaint device reached the thrombus and a 50cc back-lock syringe was used; suction was performed about 20 times; this means continuous aspiration was performed for about 10 minutes. After that, it was reported that the devices were slowly removed and the first pass was made. However, it was reported that the distal end of the embovac catheter was crushed. Recanalization has not been obtained. Thrombolysis in cerebral infarction (tici) 3 recanalization was achieved on the second pass using a combination of the red 68 reperfusion catheter (medico¿s hirata) and the embotrap iii device. A silicone tube was attached to the terumo syringe set and connected between the embovac and back-lock syringe. The thrombus removed was ¿red thrombus¿ and the amount of thrombus was reported to be ¿rather large.¿ the first pass was via continuous aspiration prior to intracranial vascular embolectomy (captive) technique. The second pass was via a stent-retrieving into an aspiration catheter with proximal balloon (asap) technique with the - 9f optimo¿ balloon guide catheter (tokai medical). A photo of the embovac catheter was included in the complaint file showing the distal section of the catheter. The distal mesh was compressed in three (3) different locations. One section was noted to be elongated. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint. Based on the review of the photos by the product analysis lab completed on 20-sep-2022, the event has been deemed MDR reportable as a ¿malfunction.¿. Preliminary photos of the complaint device were captured and included in the complaint. In the photos, the distal section of the complaint device can be observed in a compressed condition and with two kinks. The distal tip was found to be compressed and flattened. Magnification of the distal segment revealed that the braid wire was stretched, causing the hydrophilic coating to have a torn/frayed appearance, exposing the braid wire. Deformation was observed approximately 9.5 cm from the distal tip, the catheter seemed as it had been pinched or compressed. The body of the embovac could be observed with one kinked condition at 19cm from the distal end. A slight curvature can be appreciated in the body near the ID band. A review of manufacturing documentation associated with this lot (30729956) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue in the complaint was confirmed based on the appearance of the embovac catheter in the photos. This investigation was performed based only on the photos provided. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. A kink was observed at 19 cm; this was measured from the distal end of the device. The braided mesh was observed to be stretched; this was observed at 9.7 cm measured from the distal end of the device. The distal tip was observed to be compressed and flattened. All the damages observed during the visual inspection matched the damages captured by the photos provided. Further inspection was performed under microscopic magnification, which revealed that as a result of the stretching, the coating was observed to have a torn / frayed appearance. The catheter was then flushed to check for leaks. Water began to leak from a hole, which was a result of the severity of the stretched condition observed. The inner diameter (ID) and outer diameter (od) of the embovac catheter were confirmed to meet specifications. The reported issue documented in the complaint that the embovac catheter was crushed / compressed was confirmed based on the evidence observed on the distal mesh section. Factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered rather than the device's manufacture. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a thrombectomy procedure targeting an occlusion at the internal carotid (ic) top. The complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30729956) and a 6.5mm x 45mm embotrap iii revascularization device (et309645) were used together. The embotrap iii was deployed and the complaint device reached the thrombus and a 50cc back-lock syringe was used; suction was performed about 20 times; this means continuous aspiration was performed for about 10 minutes. After that, it was reported that the devices were slowly removed and the first pass was made. However, it was reported that the distal end of the embovac catheter was crushed. Recanalization has not been obtained. Thrombolysis in cerebral infarction (tici) 3 recanalization was achieved on the second pass using a combination of the red 68 reperfusion catheter (medico¿s hirata) and the embotrap iii device. A silicone tube was attached to the terumo syringe set and connected between the embovac and back-lock syringe. The thrombus removed was ¿red thrombus¿ and the amount of thrombus was reported to be ¿rather large.¿ the first pass was via continuous aspiration prior to intracranial vascular embolectomy (captive) technique. The second pass was via a stent-retrieving into an aspiration catheter with proximal balloon (asap) technique with the - 9f optimo¿ balloon guide catheter (tokai medical). A photo of the embovac catheter was included in the complaint file showing the distal section of the catheter. The distal mesh was compressed in three (3) different locations. One section was noted to be elongated. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint. Based on the review of the photos by the product analysis lab completed on (B)(6) 2022, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Preliminary photos of the complaint device were captured and included in the complaint. In the photos, the distal section of the complaint device can be observed in a compressed condition and with two kinks. The distal tip was found to be compressed and flattened. Magnification of the distal segment revealed that the braid wire was stretched, causing the hydrophilic coating to have a torn/frayed appearance, exposing the braid wire. Deformation was observed approximately 9.5 cm from the distal tip, the catheter seemed as it had been pinched or compressed. The body of the embovac could be observed with one kinked condition at 19cm from the distal end. A slight curvature can be appreciated in the body near the ID band. A review of manufacturing documentation associated with this lot (30729956) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue in the complaint was confirmed based on the appearance of the embovac catheter in the photos. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.